Event description:
The customer reported that the insulin pump was not delivering insulin the day before, and his blood glucose went over 600mg/dl; the caller treated with 50.0 units of regular humalog. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run a manual prime test and the insulin did exit. Instructed the customer to remove the infusion set and the cannula was bent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.